Event description:
A caller reported an error with their cgm, specifically error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided information for a complete pump reset and guided the caller through the process, which resolved the issue and allowed them to successfully start their sensor session.